Event description:
It was reported the cot tipped over while transporting a patient. The patient was intoxicated and combative. When the patient began arguing while on the cot (which was in the lowered position) he began struggling and tipped the cot over. No adverse consequences were reported.

Manufacturer narrative:
Intoxicated patient was combative causing the cot to tip.